Event description:
The customer reported that the device speaker malfunctioned, and they cannot hear sound from the speaker. A philips remote service technician (rse) spoke to the customer biomedical engineer (biomed). The device was powered on by the biomed during the conversation, confirmed no sound was heard from device. It was agreed to submit a request for an exchange replacement of the device. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was previously provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.